Manufacturer narrative:
Summary of evaluation: metallurgical evaluation of the nail in conjunction with the features of the fracture surface suggests the nail fractured due to material fatigue.

Event description:
The nail was removed due to dislocation of the lag screw. The nail fractured during this surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.